Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to inflation issues as the device would only cycle half of the time. The reservoir and cylinders were tested and confirmed for integrity and proper fit. A new inflatable penile prosthesis pump was implanted. No patient complications were reported in relation to this event.